Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement that was detected via the patient's remote home monitoring system. There had been no noise noted and the pacing threshold as well as the shock impedance was in normal range. Boston scientific technical services (ts) discussed the possible cause of the issue. Thus, the physician decided to change the device only due to the given clinical observations. Additional information indicated that the source of impedance was not conclusively determined and there was no header or set screw issue. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.